Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that adhesive was failing frequently. A field service engineer (fse) moved the remote manager to a different location on the cabinet to avoid future issues of the hasp falling off. The hasp was fallen off and the fse reattached the remote manager to new location and moved box to new location with new tape. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the repurposed cabinet remote manager adhesive had been failing frequently. A cabinet modification had been needed to remove the plastic handle, attach the hasp directly to the front glass, and reattach the box. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.